Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: the event history log was reviewed and identified the infusion reported at 18:10 eastern us time (or 23:10 ish gmt) during a dose change, it was noted that the vtbi remaining was 3.4 ml. The log similarly reflects this. At 23:11 the user programmed a dose change (to 4.3 ml/hr) and at this point, the log reflects a remaining vtbi of 3.6 ml. The pump ran as programmed and the observed issue may have been the result of the user not updating the vtbi as intended. But cannot be determined through the history log. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of reported symptom of "under infused patient involved" was not reproduced. The device was tested for flow rate testing at 3.4 ml/hr for 60 mins at 3.4 vtbi and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. The pressure will be performed and the m2/m3 springs will be replaced as a repair process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused heparin drip during delivery. Per nurse, the volume in the bag appeared greater than the volume that was delivered in the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.